Manufacturer narrative:
The device has not yet been made available for evaluation. Should further information or the device become available, a follow-up report will then be issued.

Event description:
Alleges consumer exited hotel and was using the sidewalk to cross the street. When reaching end of sidewalk, the consumer allegedly continued to drive unaware the curb ended, drove off the curb, and landed on his side. Alleges daughter tried to catch him and was also injured and damage was caused to the scooter.